Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient log file was submitted for review and data showed multiple pulsitile index (pi) events occurring throughout the log. The patient was admitted on (B)(6) 2021 due to driveline infection. A driveline revision was performed on (B)(6) 2021. It was noted no methicillin-resistant staphylococcus aureus (mrsa) / consolidated. There is noted erosion on the driveline exit site. Treatment included suppressive antibiotics of xerava while inpatient and changed to omada outpatient. No additional information provided.